Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration biopsy procedure performed on (B)(6),2012. According to the complainant, during the procedure, the needle would not retract after a few passes, while inside of the patient. No damage occurred to either the scope, or the patient, when the device was removed. No damaged was noted to the device. The physician completed the procedure with another excelon transbronchial aspiration needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration biopsy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the needle would not retract after a few passes, while inside of the patient. No damage occurred to either the scope, or the patient, when the device was removed. No damaged was noted to the device. The physician completed the procedure with another excelon transbronchial aspiration needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident that the device needle was difficult to retract. A visual assessment was performed. The needle was extended when received. The working length was bent approximately 8cm from the distal end. The outer catheter demonstrated signs it had been kinked approximately 3.5cm from the distal end. A functional evaluation was performed. When the handle was actuated, the needle would not retract , as it was detached from the drive wire. The drive wire and needle were examined under magnification; there is evidence that the needle was welded to the drive wire. Based the evidence, the defect was likely caused by an operational or anatomical aspect of the procedure. It was not possible to determine the amount of force required to detach the needle from the drive wire. The most probable root cause for the complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.